Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. An event history log review, service history review, functional testing, and visual inspection were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The f-2 alarm was identified during the event history log review. The f-2 alarm was determined to be caused by a broken latch roller. To correct the condition, the latch roller was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have an f-2. No additional information is available.